Manufacturer narrative:
The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Local infection and sepsis are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the source of the reported infection, patient factors including driveline exit site management and this patient's previous driveline site infections may have contributed to this reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was hospitalized on (B)(6) 2016 and had a pump exchange due to suspected pump thrombus on (B)(6) 2016. It was stated that the left groin was accessed for cardiopulmonary bypass for the implant procedure. The groin was opened to expose the femoral artery and the veins for cardiopulmonary bypass and it was then closed in three layer fashion with absorbable sutures. On (B)(6) 2016 the left groin area seemed to be infected, as per labs and low grade temperature and began having drainage from the incision. On (B)(6) 2016 patient was then to the operating room for debridement of the wound. It was further stated from the site that the infection was not device related. It was stated that the issue was resolved on (B)(6) 2016. Patient was stated as being stable and was discharged home on (B)(6) 2016.